Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had alarmed, and the screen turned red with triangles, displaying error code ¿41622.¿ upon powering the pump back on, the alarm returned, now showing error code ¿45982.¿ within a minute, a new alarm occurred, displaying error code ¿46441,¿ and the screen again turned red with warning triangles. Patient harm was unknown. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional.